Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. The full lead was returned and analyzed. The distal conductor and helix had blood.

Event description:
It was reported that the helix was partially extended and after retracting and placing the lead, it had unsatisfactory electrical measurements. It was further reported that after several attempts to extend and retract the helix, the helix could no longer be extended. The lead was not implanted and an alternate lead was implanted. No patient complications have been reported as a result of this event.